Event description:
It has been reported to philips that the c-arm movements were unavailable. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was outside of clinical use at the time of the event. There was no harm reported to philips. The philips field service engineer (fse) visited onsite and found that the geometry error on system. After reviewing log file fse found geometry logs error on propeller movement. Upon troubleshooting, fse replaced the blown 2ny fuse (f11), the issue persisted after fuse replacement. The philips engineer unplugged the spc x11 at the stand and rebooted the system. After reboot the stand issues persisted, the fse pulled the log and confirmed with nss that the amc was defective. The cause of the pdu (power distribution unit) failure could not be conclusively determined by the supplier's part analysis, however, to resolve the issue, fse replaced advanced motion controls (amc) drive, single phase distribution unit (spdu) and broken cover. After replacement, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.